Event description:
The biomedical engineer at the facility reported a device that emitted brown smoke from the rear, bottom and tubing channel of the device as batteries were being replaced. The first battery had been placed inside the device and attached to the battery harness, the plate separating the two batteries was inserted and the second battery was being installed when the contact heard an audible pop. Just after the pop, brown smoke wisped out of the rear open housing of the device, the bottom of the unit and the tubing channel. The main batteries were removed immediately. The contact tested the batteries on the facility's multimeter and the reading was reported as 13v. The front housing was removed and the main circuit board was noted to have been burned around one of the components. Additionally, what the contact believed was a fuse above the board was also burned. The battery that had already been attached inside the device also was noted by the contact as being slightly melted on the top middle of the outer casing on the battery. Another facility technician inspected the device and both the contact, and the technician believe the mian batteries had been inserted and attached correctly. No injury was reported as a result of this event, and the device is being returned to baxter for evaluation.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.